Manufacturer narrative:
(B)(4) - device 4 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, patient complained about six infusion sets fell off during use. Event took place during physical activity. Patient blood glucose at the time of issue was noticed high. Patient took correction injection via mdi to address high bg. Infusion sets were in use for 3 days. Patient replaced infusion sets and resumed insulin successfully. No further information available.